Event description:
It was reported that on the implant date the implantable neurostimulator (ins) was switched on and the patient felt a shocking sensation behind their ear. It was noted that there was high impedance of >40,000 ohms. After that, the ins was switched off. It was noted that the electrodes activated were 0-case. It was further noted that there was an ¿alligator clip¿ screening test. A revision was planned. Additional information received reported that there was persistent high impedance of over 40,000. It was noted that a new ins was implanted. Etiology was related to the device or procedure and possibly related to the implant procedure. Symptoms included electric shock behind the ear. The severity was moderate and resulted in in-patient hospitalization. Additional information received reported that the healthcare professional (hcp) disconnected the ins from the extension and the impedance was ok. The hcp also measured the impedance directly from the lead and again the impedance was ok. The new ins ¿also did¿ high impedance when it was measured. It was noted that almost all were >40,000. The stimulation was switched on and ¿used the electrodes with impedance in the ranges.¿ the patient was ok and seemed to receive effective therapy. The hcp was considering another possible revision depending upon the analysis results of the first ins. Additional information received reported that high impedance was directly measured on the lead. Troubleshooting included reprogramming with no impedance improvement. It was noted that a revision was ¿just done.¿ the patient felt fine and it seemed that the therapy was received correctly. Additional information received reported that there was persistent high impedance of over 40,000 with the second ins. It was noted that there was no more electric shock behind the right ear. Refer to manufacturer report # 9614453-2013-02369.

Manufacturer narrative:
Neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).